Manufacturer narrative:
The lot was manufactured between july 17, 2020 - july 20, 2020. The device was received for evaluation. Visual inspection was performed and a ruptured bladder was observed. The ruptured bladder was examined for signs of abnormality that could have led to the rupture. No abnormalities were found. The reported condition was verified. The cause of the condition could not be determined, however the most probable cause is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of large volume infusor ruptured during filling. The device was manually filled with unknown drug using an unspecified syringe. There was no patient involvement. No additional information is available.